Event description:
A customer reported to beckman coulter inc. (Bci) that erroneously elevated creatinine (crem) results were generated by unicel dxc 800 pro synchron clinical system for five patients. The erroneous results were not reported out of the laboratory. Repeat testing produced lower results. There was no change to patient treatment or diagnosis.

Manufacturer narrative:
The samples were collected in bd sst 16x100 red top tubes. The customer stated qc was within the established ranges. Field service engineer (fse) went to the account on (B)(4) 2011 and upgraded the stirrer motor because it was making a grinding noise. On (B)(4) 2011 the fse replaced the modular chemistry vacuum regulator. The issue appears to be resolved.